Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) became stuck on the customer's arm and the customer did not experience any symptoms and resolved the issue by cleaning the area removing the sensor and a bit of skin remained on the needle. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.